Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, non-calcified lesion located in the diagonal branch. The device was inspected with no issues noted. Negative prep was not performed. It was reported that the stent failed to cross the lesion. It was stated that after pre-dilating the lesion, the physician was unsure which stent size to choose and opted for the 2.25 mm resolute onyx. This was noted to be a little too big for the lesion. The procedure was completed with a smaller size stent. The patient is reported to be alive and well with no injury..